Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luer adapters and a statlock stabilization device was attached to the suture wings. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12 ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the catheter. There was no reported patient injury. 08/29/2019 additional information was received from the facility. It was additionally reported that because the patient complained of leakage during continuous administration of an anticancer agent, the catheter was checked and leakage was found near the insertion site. Therefore, the dressing was changed; however, leakage was found near the insertion site again. Therefore, the catheter was removed.